Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. H4: the lot was manufactured between may 12-15, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The pump still had liquid left after 72 hours of continuous infusion. The pump finished the infusion after four days. The device contained endostatin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.